Manufacturer narrative:
The field service engineer (fse) will be visiting the site to replace the illuminator. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci radical proctectomy procedure, while the port was being placed, the system displayed an error code 48238. A clinical sales representative (csr) was at the site when the issue occurred. An error code 48238 indicates an illuminator issue. The site's illuminator stopped working. Due to the reported issue, the surgical staff aborted the da vinci procedure post anesthesia and port placement. The procedure will be rescheduled once the illuminator is replaced. There was no report of patient injury or harm.

Manufacturer narrative:
The unit was returned for failure analysis and the reported failure was confirmed and replicated. Failure analysis installed the illuminator to a pca system and when the system powered on, the unit failed with an error code 48238. An error code 48238 means illuminator communications failure.